Event description:
See manufacturer report 3004209178200702599. It was reported through literature that the pt had adhesions due to peritoneal dialysis and had a gastric stimulator system implanted laparoscopically. Approximately twelve hrs post implant, the pt experience bleeding and required laparotomy to treat the adhesions. No further information was reported. Andersson, s. Et al. "Gastric electrical stimulation for intractable vomiting in pts with chronic intestinal pseudoobstruction" neurogastroenterology and motility - 2006.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.